Event description:
It was reported that due to an urethral infection the patient had his artificial urinary sphincter (aus) removed. It was explained that after the patient was implanted, he went back to the facility where an infection was discovered. It was added that the physician will re-implant after they watch the patient's condition. It was further reported that the infection occurred mid-august after the early august operation. The infection occurred after a few day post activation. The infection originated in the urethra and the patient was given a prescription of antibiotics after device removal.

Manufacturer narrative:
Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a pinhole tear in the cuff shell at a fold causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 control pump was visually and microscopically inspected. No leaks were found. The device was not functionally tested due to the confirmed cuff leak. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 pressure regulating balloon was visually and microscopically inspected. No leaks were found. The device was not functionally tested due to the confirmed cuff leak. Inspection of the remainder of the device presented no other damage or irregularities. Pump: model- 72400098, lot sn- (B)(6), mfg date- 03/11/2019, exp date- 03/09/2024, gtin- (B)(4); balloon: model- 72400024, lot sn- (B)(6), mfg date- 04/22/2019, exp date- 04/20/2024, gtin- (B)(4).

Manufacturer narrative:
Pump: model - 72400098, lot sn - (B)(4), mfg date - 03/11/2019, exp date - 03/09/2024, gtin - (B)(4). Balloon: model- 72400024, lot sn - (B)(4), mfg date - 04/22/2019, exp date - 04/20/2024, gtin - (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an urethral infection the patient had his artificial urinary sphincter (aus) removed. It was explained that after the patient was implanted, he went back to the facility where an infection was discovered. It was added that the physician will re-implant after they watch the patient's condition. It was further reported that the infection occurred mid-august after the early august operation. The infection occurred after a few day post activation. The infection originated in the urethra and the patient was given a prescription of antibiotics after device removal.